Event description:
A ventilator was returned to the third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, "service required" codes were found in the ventilator's downloaded error log related to oxygen blending module valve failure and oxygen flow stuck. The device's oxygen blending module needs to be replaced to address the issues. Additionally, error codes related to oxygen pressure railed low, voltage 3vs3 fail, voltage 5vs2 fail were observed in the error log and system board needs to be replaced. Air foam inlet filter must be replaced due to preventive maintenance, which were not related to the device malfunction.